Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thesholds with intermittent loss of capture. A revision procedure was performed to replace the lead. During the revision, an attempt was maded to reposition this rv lead but the helix would no longer extend. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of increased pacing thresholds and detailed analysis did not reveal any abnormalities. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension problems.